Event description:
Philips received a complaint on an intellispace perinatal k large arch. Indicating that they are not receiving fetal heartrate alarms. It was further clarified that the staff was expecting tachycardia and bradycardia alerts to be instantaneous and they wanted information regarding alarm limits. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by remote service personnel which included logging in remotely to verify settings. The results of the analysis confirmed the device was working as designed and configured. Based on the results of the information available, the product was confirmed to be operating per specifications, and the cause of the reported problem was a user misunderstanding of the function of the device. The staff expected the alarms to be instantaneous; however, the lowest setting is a 10 second delay. The customer was provided information regarding the system function and where settings can be adjusted. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.